Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating occlusion events. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and then reported more than one previous occlusion event, taking the same corrective actions each time. Although accustomed to frequent occlusion issues, the caller declined further assistance, leading cts to close the case.